Event description:
Upon completion of the excluder device placement in 2003, a type ii endoleak was noted, however it was believed that it would thrombose over time. However, continued sac enlargement was noted over time. Physician explanted the device(s) and converted the pt to open surgical repair in 2004.